Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the caller was following our guidelines during an MRI and scanning the patient¿s brain with a transmit/receive head coil, but shortly after starting the scan the patient reported feeling stimulation where the device was. The scan was stopped and the patient was fine, not feeling stimulation, as soon as the machine stopped. It was noted that the device was not turned off for the scan because the caller was not aware that it had to be turned off. Troubleshooting found that the caller was looking at the ¿information for prescribers¿ (ifp) manual and not the MRI guidelines manual. It was reviewed that it says to turn the ins off in the MRI guidelines. It was stated that there is no mention of turning the ins off in the ifp, and that was confusing. It was reviewed that it was up to the facility and patient if they wanted to go ahead with the head scan at that time, as there should be no issue once the guidelines were followed. It was recommended that the patient follow up with their healthcare provider to have their ins checked. No further patient complications are anticipated or expected as a result of this event.